Event description:
On 10/26/00 the distributor issued a verbal and written report to surgical specialties corp. The original report of complaint was registered to the distributor by an end user. The end user stated that there were black spots on the needle. There was no pt incident to report.